Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. No investigation method could be applied, because no product available. Therefore, an investigation of the product. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Explanation, rationale and root cause unfortunately, due to a lack of data and without the product we cannot determine the exact root cause for the mentioned deviation. According to the quality standard, a production error and a material defect can most probably be excluded. If further investigations are required, the product should be provided for examination. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
Update: product code changed to po618r.

Event description:
It was reported that there was an issue with po112r - dorsey grsp fcps 5mm 310mm. According to the complaint description, the joint broke and about 1 mm metal screw could not be found. This occurred while the patient was undergoing thoracoabdominal endoscopy. A fragment remained in situ. Radiological examination was performed. The fragment was too small to locate and remove from the thoracic cavity. An additional medical intervention was necessary. Additional information was not provided. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.